Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(4).

Event description:
Customer allegedly received the following results, with two differentmeters, within 10 minutes: 95 or 110 mg/dl on aviva meter (system 1) and 55 mg/dl on aviva meter (system 2). Replacement test strips were used for both meters. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.